Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the service center, a "service pump" error message was displayed in the message area of the roller pump after the system was rebooted and a "pump failure" error message was displayed on the central control monitor (ccm). The roller pump seemed to operate normally. There was no pt involvement.

Manufacturer narrative:
Per the mfg engineering center (mec), this issue could be duplicated. But the issue could not be duplicated after it was re-assigned on perfusion screen. H3: eval is in progress, but not yet concluded.